Event description:
On (B)(6) 2015 a patient (pt) contacted our form and advised that while wearing the acuvue oasys for astigmatism contact lenses (cl) he/she woke with ¿matted eyes and drainage.¿ the pt reported that the event occurred at the ¿end of (B)(6)¿ and he/she had changed to new contact lenses. The pt advised that he/she went to an urgent care center and was given a prescription for polymyxin d four times daily for a week for ¿pink eye.¿ the pt advised that he/she ¿tried a new pair of lenses after a week and experienced itchy and red eyes again.¿ the pt advised that his/her eyes are fine now, but states that he/she has not returned to cl wear since the end of (B)(6) . The pt also advised that he/she replaces the cls every 2 weeks and uses opti-free multi- purpose solution. The pt also advised that he/she has worn cls for many years and does not sleep in the lenses. The pt discarded the suspect lenses. This report is being submitted for the patient's (pt's) os. The pt's od event is being submitted under separate report. A call was placed to the pt¿s treating physician¿s office and the pt¿s medical records were sent for review. On 23jun2015 the pt¿s medical records were received and this additional information was obtained: date of visit: (B)(6) 2015; chief complaint: ¿both eyes red and itchy, crusty x 1 day. Subjective: the pt presents with bilateral red and crusty eyes x 1 day. Began with left eye, now affecting right. Eyes are producing green, gooey discharge. Woke up with the left eye crusted shut. Reports burning and itching bilaterally this morning. Denies vision changes. The pt is a cl wearer. Has hx of seasonal allergies, but has taken allergy shots for the past three years which have worked well. Exam: general: heent ¿ at/nc, peerl, eomi, + erythematous conjunctiva with crust at medial border bilaterally. Assessment: conjunctivitis ¿ green discharge and that the pt is contact lens wearer concerning for bacterial infection. Will treat. Differential includes allergic conjunctivitis as well. Plan: meds: polymyxin b-trimethoprim (10000-0.1 unit/ml-%: 1 drop in the affected eyes four times daily for 7 days.) Good hand-washing. Follow-up if worsening or not improving as expected. ¿on (B)(6) 2015 a call was placed to the pt¿s treating practitioner and spoke with the medical office manager. Asked if the pt was being treated for a bacterial infection; the office manager advised that he/she would speak with the practitioner and return the call. On (B)(6) 2015 a return call was received from the pt¿s treating practitioner¿s office and the representative advised that after speaking with the practitioner, the pt was treated to prevent a bacterial infection. A lot history review was performed for lot # b00j205 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in (B)(4) meetings.

Manufacturer narrative:
(B)(4).